Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-44: user has low battery. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved.

Event description:
Customer is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of frequent urination, headache, nausea, and thirsty. Past medical attention is reported as a result of reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/28/2021 and open vial date is october 2019. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 13-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 13-may-2020: h1: type of reportable event corrected from "malfunction" to "serious injury".